Manufacturer narrative:
Evaluation results: one 8.0 mm portex bivona tracheostomy tube with an aire-cuff mid range was returned for cuff leaking. The product cuff was leak tested. The cuff was inflated and the device was submerged in water to inspect for leaks. The device was manipulated and the cuff held the air and no leaks were present. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® aire-cuf® adult tracheostomy tube deflated 4-6 times while in use. Steady cuff pressure was not able to be maintained which is believed to have led to patient aspirating secretions. Subsequently, it was required to perform trach tube change out as the patient was diagnosed with aspiration pneumonia. There were no further reported adverse effects.